Manufacturer narrative:
Failure analysis confirmed button error alarm and no button response due to corroded keypad traces. There was no frozen screen noted.

Event description:
The customer reported via phone call that the insulin pump was unresponsive. The customer's blood glucose was 122 mg/dl at the time of incident. The insulin pump will be returned for analysis.